Event description:
A pump declared an altitude alarm, leading to a temporary suspension of the customer's insulin. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to clean the speaker holes and to remove and reconnect the cartridge, which resolved the issue after waiting ten minutes. Tips were provided to prevent future altitude alarms, and the pump resumed normal operation without further problems.